Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the device passed incoming test. Analysis also found the lens and both bail covers were cracked. (B)(4)

Event description:
It was reported the external pulse generator (epg) had a self test failure error. The epg was returned for repair. There was no patient involvement.